Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 24 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 24th, 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the initial escalation analysis, an RMA was authorized for the return of both the sensor and transmitter for further investigation due to system performance deviations. Upon receipt, visual inspection showed a minimal portion of the sensor hydrogel missing, most likely caused during the removal procedure due to excessive force applied by the removal clamps, and is unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor, along with in vivo data, indicated chemical degradation in in all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which likely contributed to the observed inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 21 oct 2025. G3.date received by the manufacturer? 21 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4315.